Event description:
A caller reported a minimum fill notification associated with the insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller initially experienced issues loading a new cartridge, but after guidance from technical support to clean the pump and load a new cartridge using proper techniques, the problem was resolved. The caller was able to resume insulin delivery successfully, and technical support advised them to follow up if issues continue.